Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during chemotherapy with ifosfamide, the filter was connected to the end of the primary administration set and the needle free valve/injection cap on the PICC line. The filter did not disconnect but broke between the straight part and the circle of the filter. The straight part of the filter remained attached to the injection cap/valve after it broke. The filter did not leak prior to or end of infusion and filter did not appear cracked. After the chemotherapy was completed and the flush was infusing, the nurse believes there was no chemo loss or leakage, but precautions were taken just in case. Immediate medical intervention chemo spill kit was used, patient's arm was washed with soap and water. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used primary set spike on nacl and one secondary set spiked on chemo was returned for evaluation. At the distal end of the primary set was the filter which was connected to a valve. At visual examination it was noted that the male luer of the filter was cracked off into the valve. Once the filter was removed from the primary set it was also noted that the female luer was severely cracked. The defect of leakage/cracks was confirmed through visual inspection. Although the defect of leakage was confirmed on the filter, the exact root cause of the cracks was not able to be determined at this time. The manufacturer reviewed the process and lot information and determined that this is not a manufacturing defect. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.